Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of 3 treatment shocks prior to passing on (B)(6) 2017 at 2:40am. It was reported that the patient's death was cardiac related and that the device had alarmed during the event. Per the patient's husband, the patient was sleeping and then woke up her husband because she was feeling symptomatic. The patient lost consciousness and was treated by the lifevest but did not wake up. Paramedics were called and later informed the husband that they converted her rhythm twice but the patient never recovered. The patient was transported to the hospital where she passed away. Review of the downloaded flag and ECG data indicates that the initial life-threatening arrhythmia was vf. The patient was treated twice while in vf at 11:29:55 and 11:30:27 pm on (B)(6) 2018. The patient's rhythm remained vf following the first shock and asystole for 8 seconds with a spontaneous return of cardiac activity (bradycardia at 25 bpm) following the second shock. A third treatment shock was delivered at 11:30:50 while the patient was in bradycardia. The post-shock rhythm remained bradycardia. At 11:32:06 the device detected the bradycardia rhythm. At 11:33:34 the device alarmed for asystole. The ECG recording showed atrial fibrillation at 100 bpm with a period of accelerated idioventricular rhythm at 90 bpm with a 9 second pause before returning to severe bradycardia at 20 bpm. The patient's ECG showed that the patient's rhythm went from bradycardia to an idioventricular rhythm, transitioning to atrial fibrillation with motion artifact before the belt was disconnected at 11:47:36 pm.